Manufacturer narrative:
The cell count provided shows elevation consistent with peritonitis. In addition, the pt was called back after a positive culture did occur and they were treated with antibiotics. Upon f/u with the pdrn, she stated the pt was not positive for peritonitis. Given the elevated cell count and the positive culture for which the pt had to return to the hospital for admission and treatment, the peritonitis will be reported. It was documented that his hospitalization was not related to an infection or end stage renal disease. On a f/u visit to the pd clinic on (B)(6)2014, it was discussed with the pt that pd may be causing problems with gastroparesis and he may need to consider transitioning to hemodialysis and having a fistula placed. The plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.

Event description:
A peritoneal dialysis nurse (pdrn) reported that pt was hospitalized on (B)(6)2014 - (B)(6) 2014 for acute gastritis without hemorrhage (no bleeding), not related to pd. The peritoneal dialysis (pd) pt was hospitalized from (B)(6)2014 through (B)(6)2014 with a discharge diagnosis of acute gastritis without hemorrhage. He was seen in the emergency room on (B)(6)2014, with a chief complaint of abdominal pain. At that time he received a cat scan of the abdomen and pelvis which did not show any acute findings. His effluent pd fluid was analyzed and showed white blood cells: 91, red blood cells: 111 and polymorph cells: 84. The pt was called back to the hospital as his culture came back positive for coagulase (B)(6). He was treated with intra-peritoneal vancomycin and admitted to the hospital. A gastrointestinal consult was obtained, and the pt underwent an endoscopy which showed mild antral and distal body gastritis, a 3 cm hiatal hernia and minimal gastroesophageal reflux disease. An abdominal x-ray showed no bowel obstruction, only constipation. An ultrasound of the abdomen showed no acute abnormalities. During his hospitalization, the pt continued to improve and received golytely and enemas as a bowel regimen. Repeat pd fluid cultures were negative and the intra-peritoneal antibiotics were discontinued. The pt continued his pd therapy while hospitalized. On (B)(6)2014, the pt was discharged home to f/u with his nephrologist peritonitis was not listed as a diagnosis on his discharged summary and no further pd fluid lab results were provided.